Manufacturer narrative:
The device was returned and investigated. The returned device analysis could not confirm the reported difficult to open or close (gripper actuation single) as both grippers were able to lower and raise as intended without issue. The reported positioning failure (leaflet grasping clip not implanted) could not be replicated in a testing environment as it was related to patient/procedural conditions. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific issue. Based on this information, a cause for the reported difficult to open or close (gripper actuation single) cannot be determined. The reported positioning failure (leaflet grasping clip not implanted) appears to be due to the challenging anatomy (prolapsed anterior leaflet). There is no indication of a product issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The returned device analysis confirmed the reported difficult to open or close (gripper actuation - single) as one of the grippers was unable to lower. Based on the information reviewed, a potential product issue was identified due to the observed gripper actuation issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. H6: investigation conclusions code 67-removed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is filed to report the gripper actuation issue. It was reported this was a mitraclip procedure performed to treat functional mitral regurgitation with an mr grade of 3-4. The mitraclip delivery system (cds) (00813u109) was advanced to the mitral valve. The leaflets could not be grasped, it is suspected the gripper arm on the anterior mitral leaflet did not lower completely. The clip was not implanted and was removed. Another clip (00812u142) was advanced to the mitral valve, however again the leaflets could not be grasped. The clip was not implanted and was removed and replaced; one clip was implanted, reducing mr to 2-3. There were no adverse patient effects and no clinically significant delay during the procedure. There was no additional information provided.